Event description:
Reportable based on analysis completed on (B)(4)-2012. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, resistance occurred. The physician performed direct stenting of the right coronary artery (rca) utilizing a 20x3.50mm omega stent. During removal of the stent delivery system into the guide catheter, resistance was encountered. The physician placed a second 8x3.50mm omega stent distally next to the first one. During removal of the stent delivery system into the guide catheter, resistance was again encountered. Finally, the physician placed a third 4.00x32mm omega stent in the proximal rca. During removal of the stent delivery into the guide catheter, the stent delivery system became stuck in the distal extremity of the guide catheter. The guide catheter and stent delivery system were remove as a unit. Another guide catheter was placed and an unspecified nc balloon was used and final angiography images were taken and the procedure was completed. No patient complications were reported. However returned product analysis revealed shaft damage and detachment. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the omega stent delivery system (sds) catheter was received with no original packaging and an unidentified guidewire. The balloon was deflated. Magnified inspection revealed the outer shaft was torn longitudinally distally from the guidewire exit notch. The inner shaft was separated adjacent to the guidewire exit notch. The fracture faces were jagged and stretched. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. Functional testing could not be performed due to the returned condition of the balloon and the guide catheter used in the procedure was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).